Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a lasix over infusion. A lasix 250 mg/125 mg primary infusion was programmed at 1430 to run at 2.5 ml/5 mg/hr. The nurse checked the bat at 1445 prior to leaving the patient's room and everything was fine at that time. At 1520 the nurse checked the infusion and noticed the IV bag was completely empty. The charge nurse and pharmacist verified the device was correctly programmed and that the infusion bag was empty. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.